Manufacturer narrative:
The company service representative examined the system, but did not replicate any system nonconformity. The system was then tested. And met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported three cases of capsule issues, during laser assisted cataract surgery. Reporter informed having observed a clear linear line in the middle of the capsule bag, which extended towards posterior. In the reporter¿s opinion these seemed to have extended from a break in the anterior leaflet. All three cases were noted to have had lenses (intraocular lenses) ending up (being placed) in the sulcus, as a result of the reported issues.